Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was detached from stomach on (B)(6) 2024. The patient faced high blood glucose level which was treated with manual injection. Currently, the patient's blood glucose level was 566 mg/dl. No further information was available.